Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the malfunction alarm was cleared, and insulin delivery was resumed successfully.